Manufacturer narrative:
For 20 of the 23 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 5 of the reported events, the anesthesia control board was replaced, to resolve 4 of the reported events, the flow sensors were replaced. To resolve the reported events, 1 unit had the central processing unit for the display replaced, 1 unit had the advanced breathing system replaced, 1 unit had the ventilator interface board replaced, 1 unit had the carrier board replaced, 1 unit had the drive gas check valve replaced, 1 unit had the display replaced, 1 unit had the pressure relief valve replaced, and 1 unit had the bag to vent switch replaced for 1 of the 23 reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event. For 1 unit, the customer biomedical engineer troubleshot the issue with ge healthcare technical support. There is no further information available regarding the resolution of the reported issue. For 1 unit, the hospital biomedical engineer powered down the system and then powered the system back up which resolved the reported issue. For 1 unit, the inspiratory flow sensor tube was repositioned to remove a kink to resolve the reported event. For 1 unit, the flow sensor block was re-seated to resolve the reported event. For 1 unit, the flow sensors were calibrated to resolve the reported event.

Event description:
This report summarizes <noe> 23 <noe> malfunction events. A review of the events indicated that model 1009-9050-000 anesthesia gas machine experienced therapeutic failure. 9 events were reported for an error preventing mechanical ventilation, 5 events reported for a malfunction resulting in the loss of mechanical ventilation, 3 events reported for an internal electronic error causing a loss of mechanical ventilation during a case, 2 events reported for an error that could result in an inability to switch ventilation modes, 1 event reported for an inspiratory reverse flow alarm preventing mechanical ventilation, 1 event reported for a watchdog circuit failure error preventing mechanical ventilation, 1 event reported for a flow sensor error preventing mechanical ventilation, and 1 event reported for an alarm for a failure that could result in high co2 delivery. These reports were received from various sources. Of the 24 events, 17 did not involve patients, and 7 did involve a patient. There was no patient information available.